Event description:
It was reported that a pt had an anaphylactic reaction 30 minutes after undergoing a cystoscopy procedure with a scope that had been disinfected in disposa solution. It is reported the pt felt sick, experienced increased respiratory secretions, breathing difficulty and urticaria. It is reported the pt has recovered.